Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for incontinence. It was reported that the patient was having a lot of urgency and couldn't get to the bathroom on time. They noted that, two weeks prior to the report, they went to their doctor and received stimulation in the bladder. They noted that they did not feel the stimulation and the therapy was on. The patient was on program 3 at 1.8 volts and wasn't able to increase the stimulation any more because it had reached the upper limit. This took place on (B)(6) 2016. On (B)(6) 2016, it was reported that the urgency and inability to increase the stimulation had been resolved. It was noted that the number was increased by a manufacturer representative. The patient added that a change in programming led to the increased urgency and the issue with being unable to increase the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.